Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had hardware failure icon appears on the screen. User tried to recover the drawer and reboot the station, but the issue persisted. Nurses were not able to open both the drawers and dispense medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had experienced a drawer failure, and the icon had not appeared on the screen and customer stated that unable to pull medications. The field service engineer found that the drawer was unable to recover and observed no power on the multi-operation avionics board. The engineer removed the back panel to inspect the pyxis bus connection and discovered that it was not connected to the drawer to resolve the issue. After reseating the connection, full functionality was restored. The system functioned as intended after troubleshot by the field service engineer.